Event description:
It was reported that the patient's blood glucose levels reached 400 mg/dl. The pod was worn between 5 and 24 hours on the abdomen. It was noted that the cannula was bent. Hyperglycemia treated with a new pod and pen correction.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.